Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Additionally, it was reported that&#1288;e patient did not enter fingerstick values promptly into the cgm device. The animas vibe user's guide states: to calibrate the dexcom g4 system, you must enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Entering incorrect bg values or bg values from more than 5 minutes ago could result in inaccurate sensor glucose readings. At the time of contact, no injury or medical intervention was reported.